Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. A pharmacist reported on behalf of a female patient that her humapen savvio device was not injecting insulin. The injection screw was touching the cartridge, but troubleshooting attempts were not successful. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1503v03, manufactured march 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Photographs of the device did not provide any relevant information to make a conclusion about the reported malfunction. A complaint history review of the batch did not identify any atypical findings with respect to device not working. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a pharmacist who contacted the company to complain about a product, concerns a female patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unspecified time after starting human insulin nph via humapen savvio graphite (lot number 1503v03), the patient tried to apply human insulin nph, but the device was not injecting ((B)(4)/lot 1503v03). It was reported that the injection screw was touching the cartridge plunger, so the application was not occurring and the patient was not receiving insulin. Due to this, patients blood glucose was very high. The patient was hospitalized due to the blood glucose increased. It was also reported that the patient underwent hemodialysis (no additional information). Information regarding corrective treatment, laboratory tests, outcome of the events and if the patient was discharged from hospital was unknown. The patient continued human insulin nph therapy using a syringe. It was unknown who operated the device and if the operator was trained. It was unknown how long the operator had used the device model, but had used the suspect device (lot 1503v03) for two months. The suspect humapen savvio device associated with (B)(4) was not returned to the manufacturer. The initial pharmacist reporter did not provide an assessment of relatedness between the events and human insulin nph. Update 20dec2017: no medically significant information was received on 19dec2017 from call center. Update 22dec2017: no medically significant information was received on 15dec2017, 18dec2017 and 20dec2017 from call center. Edit 05jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 09jan2018: additional information received on 09jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the humapen savvio device associated with (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a pharmacist who contacted the company to complain about a product, concerns a female patient of unknown age and origin. Medical history and concomitant medication were not provided. The patient received human insulin (rdna origin) nph (humulin n) cartridge, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unspecified time after starting human insulin nph via humapen savvio graphite (lot number: 1503v03), the patient tried to apply human insulin nph, but the device was not injecting (pc 4214938/lot: 1503v03). It was reported that the injection screw was touching the cartridge plunger, so the application was not occurring and the patient was not receiving insulin. Due to this, patients blood glucose was very high. The patient was hospitalized due to the blood glucose increased. It was also reported that the patient underwent hemodialysis (no additional information). Information regarding corrective treatment, laboratory tests, outcome of the events and if the patient was discharged from hospital was unknown. The patient continued human insulin nph therapy using a syringe. It was unknown who operated the device and if the operator was trained. It was unknown how long the operator had used the device model, but had used the suspect device (lot: 1503v03) for two months. The suspect humapen savvio device associated with product complaint: (B)(4) was returned to the manufacturer on 12mar2018. The initial pharmacist reporter did not provide an assessment of relatedness between the events and human insulin nph. Update 20dec2017: no medically significant information was received on 19dec2017 from call center. Update22dec2017: no medically significant information was received on 15dec2017, 18dec2017 and 20dec2017 from call center. Edit 05jan2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 09jan2018: additional information received on 09jan2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the humapen savvio device associated with product complaint: (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 11jan2018: no medically significant information was received on 10jan2018 from second consumer reporter. Corrected the patient s last name. Update 30mar2018: additional information received on 29mar2018 from the global product complaint database. Updated the device specific safety summary (dsss), the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer; and added the date returned to manufacturer for the suspect device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Event: narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 30mar2018 in the event field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a pharmacist reported on behalf of a female patient that her humapen savvio device was not injecting insulin. The injection screw was touching the cartridge, but troubleshooting attempts were not successful. The patient experienced increased blood glucose. The investigation of the returned device (batch: 1503v03, manufactured march 2015) found that the device met functional requirements. No malfunction was identified. There is no evidence of improper use or storage.